Event description:
Anesthesia was started and patient was intubated with no complications. When we went to turn the bed 180 degrees, we got to 90 degrees and the bed was stuck on the floor, when we went to pull the bed the remaining 90 degrees, the head of the bed detached, and the patient hyperextended his neck back. He has a previous c6 fusion. Immediately we stabilized the patients head and neck and reattached the head of the bed. Upon further investigation the bolt on the right side of the bed was bent and hard to secure. Neurosurgery, the nurse manager, anesthesia in charge was immediately called for and came into the room. The surgeon was present for the entire process. A cervical collar was placed, and the patient was woken up for a neuro exam. He was able to move all extremities and follow commands, but a CT was requested to rule out a deficit or fracture. The patient was transferred via a slide board to his stretcher and the pacu was called to recover the patient. Bed crothall #869299.